Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of use (tool mark) and the dovetail feature is flared. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - singapore. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was having difficulty inserting the liner. He removed it and reinserted it again. Upon successful reinsertion, he did the flexion/extension test again and felt that the gap was somewhat loose. Another liner with different thickness was used to complete the procedure. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.